Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for two patient samples from cobas e602 analyzer serial number (B)(4). Of the data provided, the free triiodothyronine (ft3) result for one patient was discrepant. Refer to the medwatches with (B)(6) for the other assays involved. This patient corresponds to "patient 1" on these medwatchs. The ft3 result was 4.53 pg/ml. Repeat result by diasorin was 2.75 pg/ml and by siemens was 2.80 pg/ml. The result was reported outside the laboratory and was believed to not be plausible according to the physician. The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were not reproduced. Upon further testing, an interfering factor was found to be present in the sample which most likely caused the issue. Product labeling documents this interference. From the provided calibration and qc data, a general reagent issue could be excluded.